Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage noted on keypad traces. No button error alarms noted during testing. No moisture damage noted on electronic assembly. The insulin pump had scratched display window and cracked reservoir tube lip noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm. The customer reported that the insulin pump might have gotten exposed to moisture. The customer's blood glucose was 396 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.